Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected visually and functionally. Visual observation revealed no visual anomalies; however both implants were not present since they were deployed during the procedure. A new applier was used to test functionality and both triggers could be activated successfully with the complaint needle attached. Therefore the needle works as intended and we cannot confirm the reported complaint. No additional information provided as to what the exact failure experience by the user was. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 3 of 3 for the same event. It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament (acl) surgical procedure, it was observed that the first implant went in fine. The 2nd implant, surgeon had problems deploying the 2nd anchor. The 3rd implant did not deploy any of the anchors correctly and when he pulled on the 2nd, the 1st anchor came out as well. The 4th implant deployed the 1st anchor but not the 2nd. Rep checked the instrument and the levers were very stiff. Surgeon said he had to apply a lot of force to press the levers. He inserted the implant into the joint correctly and the sheath was intact. Finished the procedure with the sandn system. No adverse reaction to the patient. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.